Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that due to a failure of the cable unit, communication with the video processor was not possible and the image was not displayed. There were no issues with the device at the time of shipment. The cable breakage was likely due to user handling. The instructions for use (IFU) provides the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. A blank screen with static horizontal white lines was being displayed due to the faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during preparation for use for a diagnostic procedure, there was an image problem while using the camera head. The images were not great, not clear. During the evaluation, a faulty cable unit was noted. No patient involvement reported. This report is to capture the reportable malfunction of a faulty cable unit noted at estimation.